Manufacturer narrative:
Additional narrative: additional product codes: mnh, osh, kwp, mni, kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Part: 199721530, lot: 267397: a manufacturing record evaluation was performed for the finished device and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: july 01, 2020. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in italy as follows: it was reported the patient experienced a post-operative surgical infection. The patient underwent a revision procedure on (B)(6) 2022. The patient experienced additional hospitalization and surgical cleaning. This report is for an expedium screw. This is report 12 of 20 for (B)(4).